Event description:
It was reported that the customer received an 'altitude' alarm. There was no impact to the customer's blood glucose level. The customer loaded a new cartridge and insulin was resumed successfully.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.